Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol returned wrapped in a piece of gauze. App. 50% of the iol returned: half of the optic with one haptic. Solution is dried on the iol. There are fibres adhered to the haptic. The optic is scratched/marked-rejectable. There are fibres adhered to the optic too. The reporter states the use of non company as viscoelastic and a company iol delivery system which are not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, scratch on lens. The lens was removed and replaced with backup lens during the initial procedure. Additional information has been received that in surgeon opinion loading error caused the event. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).